Manufacturer narrative:
The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt. This is 1 of 2 reports associated with report 1226348-2016-00065. (B)(4).

Event description:
It was reported by the hospital contact that during the coil embolization, the coil (pc410062630/c23794) could not be detached. Changed to use a new coil (pc410082930/m10566) but still failed to detach. Changed the coil again to complete the procedure. There was no report on the patient injury. The patient information is unknown. It was initially reported that the products will be returned for analysis. There was no clinically significant delay in the procedure due to the event. The same connecting cable (details unknown) and detachment control box (details unknown) were used to complete the procedure. It was not reported if there were any damages noted on the coils. A pre-deployment electrical check was performed. The low battery light was not seen. It is unknown if the fault light was seen. The green system ready light illuminated. It is unknown if the detachment light illuminated during the detachment cycle. It is unknown if the audible signal beeped. All connections appeared to fit properly without application of excessive force. The presidio (pc410062630/c23794) was noted to be stretched and kinked when it was received at the decontamination site.

Manufacturer narrative:
It was reported by the hospital contact that during the coil embolization, the coil (pc410062630/c23794) could not be detached. Changed to use a new coil (pc410082930/m10566) but still failed to detach. Changed the coil again to complete the procedure. There was no report on the patient injury. The patient information is unknown. It was initially reported that the products will be returned for analysis. There was no clinically significant delay in the procedure due to the event. The same connecting cable (details unknown) and detachment control box (details unknown) were used to complete the procedure. It was not reported if there were any damages noted on the coils. A pre-deployment electrical check was performed. The low battery light was not seen. It is unknown if the fault light was seen. The green system ready light illuminated. It is unknown if the detachment light illuminated during the detachment cycle. It is unknown if the audible signal beeped. All connections appeared to fit properly without application of excessive force. The presidio (pc410062630/c23794) was noted to be stretched and kinked when it was received at the decontamination site. Very limited information was received. Both the unidentified detachment control box (dcb) and the connecting cable were not returned. The unidentified microcatheter was not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. In addition, any trace or other evidence that may have been complaint related may have been altered or removed prior to being returned due to post-procedural handling, cleaning, and packaging. As viewed through the returned packaging, unreported damage by the end user of the proximal section of the coil being detached, stretched, and protruding through the sheath was found. The coils unreported detachment was mechanical in nature. Unreported severe kink on the core wire located off the proximal end at 77.5 centimeters was found. Located on the top proximal section of the resheathing tool in the open cutout section, the v notch has been fractured. The locking mechanism has compression and stretching damage. The device positioning unit (dpu) passed electrical testing with resistance at 51.7 ohms (range 48.5/56.0) (fluke meter ID# 70042-04d) and the enpower (ID#f79684) and cable (ID#c10702) systems ready green light illuminated (IFU) due to the unreported coil mechanical separation from the dpu no detachment testing was possible. No manufacturing defects were found. The complaint of the non-detachment inside the target site cannot be confirmed. The dpu passed electrical testing; therefore the root cause of the coils non-detachment cannot be determined. In addition, without the complete detachment system and the unidentified microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. Additional unreported damage: the following unreported damage by the end user was found; the proximal section of the coil being detached, stretched, and protruding through the sheath was found. The coils unreported detachment was found to be mechanical in nature. An unreported severe kink on the core wire located off the proximal end at 77.5 centimeters was found. Located on the top proximal section of the resheathing tool in the open cutout section, the v notch has been fractured. The locking mechanism has compression and stretching damage. While the root cause of the above unreported damage cannot be determined, the most likely contributed factor to the unintended mechanical coil detachment, protrusion, the stretching of the coil out of the sheath, and the core wire kinking may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have caused the core wire to kink, caused the coil to protrude outside the sheath, stretch, and mechanically detach from the dpu via the detachment fiber. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This is 1 of 2 reports associated with report 1226348-2016-00065.